Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's audiologist reported that the patient has not been doing well with his implant and she thought it may have been behavioral or external equipment related at first. Testing has not shown any malfunction. However, after programming him recently she noticed random facial stimulation even when the patient is not wearing the implant. He is reporting that he does not hear anything and he is not able to give an audiogram at the sound booth using his implant. The audiologist described him as a difficult patient at times due to cognitive and behavioral issues. The patient's surgeon has ordered a CT scan in view of the recent facial stimulation. The audiologist said she should find out more soon regarding the placement of the internal electrode/CT results. At the last programming session in 2007, she tried turning off half of the electrodes and varying rate and other programming parameters, but nothing helped the patient's awareness of sound. Based on the brief case history, the audiologist was able to report, it appears that this is the patient's 3rd implant; the second revision was necessary due to the patient being unable to hear above 500 hz despite normal test results and the first revision was due to medical complications due to a spinal fluid leak in 2004.